Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and malposition of device.

Event description:
Healthcare professional reported "rupture". Later healthcare professional reported "pocket repair" and "falling laterally". Later healthcare professional reported "lateral placement". This record is for the left side. The device was explanted, replaced and will not be returned.